Event description:
It was reported that during a right thoracotomy/lobectomy procedure, staples fired on only one side of the cut line. Tissue was sutured closed and surgery was completed with a new ez45 stapler and sutures. There was no patient consequence.